Event description:
It was reported that balloon rupture occurred. The severe target lesion was located in the artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, an attempt was made to cross the lesion with two wolverine devices. The lesion was forcibly crossed, but the balloon ruptured and it did not inflate possibly because the device was damaged with the blade. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The severe target lesion was located in the artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, an attempt was made to cross the lesion with two wolverine devices. The lesion was forcibly crossed, but the balloon ruptured and it did not inflate possibly because the device was damaged with the blade. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured upon first inflation. The device was removed using the normal method.

Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The severe target lesion was located in the artery. A 10mmx3.00mm and 6mmx3.50mm wolverine coronary cutting balloons were selected for use. During the procedure, an attempt was made to cross the lesion with two wolverine devices. The lesion was forcibly crossed, but the balloon ruptured and it did not inflate possibly because the device was damaged with the blade. In addition, due to the difficult situation, the opticross got weakened. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured upon first inflation. The device was removed using the normal method. Additionally, the opticross lost its stiffness, and it was difficult to transmit pressure.